Manufacturer narrative:
Product event summary: analysis found that the control knob and knob spring were broken and the washer insulator needed replacement. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that knobs and springs were broken and a washer needed to be replaced. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.